Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial procedure occurred in 2005. The physician placed a taxus express2 drug eluting stent, unknown size, to an unknown vessel. The lesion was pre-dilated with a maverick balloon, unknown size and post-dilated with a quantum, unknown size. The patient was then treated for restenosis in june 2007 with a promus 3.5 x 12 mm stent. No patient complications were reported. Add'l info regarding this event has been requested.